Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog. Observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and further confirms "complaints about the violation of the contour of the mammary gland in the upper lateral square. An MRI study revealed defects in the implant shell and clouding of the gel structure." Device has been explanted.